Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the bending operation and a defective insertion tube, the metal was sticking out of the bent rubber pinhole, the universal cord had chemical damage, the distal end glue was damaged and bending section cover had a leak. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the metal was sticking out of the pinholes in the bending rubber (a-braid or a-wire) on the uretero-reno videoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the metal was sticking out of the pinholes in the bending rubber was because of stress, handling, or other factors. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope clean and disinfect or sterilize the endoscope as described in chapter 5,"reprocessing: general policy" through chapter 7, "cleaning, disinfection, and sterilization procedures" inspection of the endoscope 1. Inspect the control section, video connector and light guide connector section for excessive scratching, deformities, or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the external surface of the entire insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally rigid (see figure 3.2).¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which noted the reported event (metal was sticking out of the pinholes in the bending rubber) occurred during reprocessing after the procedure.

Manufacturer narrative:
This report is being supplemented to provide a correction to g3 of the previous supplemental medwatch. The aware date was inadvertently entered as 27-july-2022, however, the correct aware date should be 23-june-2022.